Event description:
Medtronic received information that approximately five days following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was identified which was reported to be a lacunar infarction. It was unclear whether the patient was in poor condition prior to valve implant, or if the delivery catheter system contributed to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 21-feb-2026, UDI# (B)(4) b3. Date is confirmed approximate. Month and year valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five days following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was identified which was reported to be a lacunar infarction. It was unclear whether the patient was in poor condition prior to valve implant, or if the delivery catheter system (dcs) contributed to the stroke. No additional adverse patient effects were reported. Additional information was received that the stroke symptoms presented immediately after valve implant, and ischemic stroke was confirmed with magnetic resonance imaging. No patient symptoms were reported, however the stroke was stated to be a lacunar infarction. Per the physician, the stroke was causally related to the valve and potentially related to the dcs. Per the physician, the patient's frail health status and history of transient ischemic attack may have contributed to the stroke. The stroke was treated with medication. Approximately one and a half months after the onset of symptoms, the patient's ischemia was not resolved. Additional information was received that the day after valve implant, the patient was diagnosed with a bilateral thalamic infarction due to poor awakening. Approximately one month after the valve implant, rehabilitation continued; however, non-occlusive intestinal ischemia occurred. Conservative treatment was performed, but the patient died due to septic shock. It was also noted that the cerebral infarction was not caused by embolism but by hypoperfusion. There was also noted left ventricular outflow tract stenosis, and the time that hypotension occurred during the transcatheter aortic valve implantation (tavi) procedure was somewhat prolonged, which may have contributed. The reported cause of death was that the patient had a predisposition to intestinal ischemia, but it was the tavi procedure that caused the cerebral infarction as a trigger.

Manufacturer narrative:
Updated data: b2. B5. B7. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke symptoms presented immediately after valve implant, and ischemic stroke was confirmed with magnetic resonance imaging (MRI). No patient symptoms were reported, however the stroke was stated to be a lacunar infarction. Per the physician, the stroke was causally related to the valve and potentially related to the delivery catheter system (dcs). Per the physician, the patient's frail health status and history of transient ischemic attack (tia) may have contributed to the stroke. The stroke was treated with medication. Approximately one and a half months after the onset of symptoms, the patient's ischemia was not resolved.